Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55 year old male presented with a myocardial infarction. During percutaneous coronary intervention with rotablation, the patient suffered a cardiac arrest. An impella cp was inserted and the procedure was continued. After a day of support on the impella cp, the decision was made to escalate the patient to an impella 5.5. Because of an unconfirmed presumptive diagnosis of gastrointestinal bleeding, anticoagulation was temporarily stopped. The patient continued to deteriorate. Due to the poor prognosis, care was withdrawn and the patient expired after three days of support on impella 5.5. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella device functioned as expected in this critically ill patient. Gastrointestinal bleeding was not confirmed and thus not coded.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported major bleed could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
Section d4 serial number was corrected.